Event description:
It was reported that the insulin pump stopped priming and received an unexpected restart alarm. The customer's blood glucose was 148 mg/dl. The insulin pump was stored without a battery for a few months, causing the unexpected restart alarm. It was stated that there was a no delivery alarm. Troubleshooting could not be performed because the customer did not have time to do so. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).